Event description:
It was reported that the bd alaris medical infusion system administration sets were cracked causing leakage. The following was received from the initial reporter: she reaching out because they have had several reports of cracked primary IV tubing at pah, manufacturer part number 2420-0007.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: one sample was received and tested by our quality team. The customer complained of a cracked luer and leakage resulting from this. Under microscope analyses- the luer presented with cracks around the periphery verifying the customer's complaint. The manufacturer of this set was notified and without further information- the root cause remains unknown regarding this failure. The cracking could be due to over tightening of set or possibly a combination of over torque and alcohol disinfectants used during infusion. A device history record review could not be performed because a model or lot number was not provided by the customer.